Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parents reported via phone call that the customer experienced hyperglycemia and diabetes ketoacidosis and was hospitalized on (B)(6) 2019. The customer's blood glucose value was over 550 mg/dl at the time of incident. Customer reported that they were treated with insulin intravenous. Customer reported was hospitalized last sunday because she was not getting any insulin also stated cannula was bent when she removed the set with product not adhering issues. Customer stated they had diabetes ketoacidosis this weekend and would like to know why the insulin pump did not provide any alarms related to it. Customer stated insulin pump did not alert her that she was not getting insulin and the tubing was blocked and she ended up having blood glucose over 600 mg/dl and was anxious. Customer has been using insulin pump system within 48 hours of reported event. Customer stated they experienced a lot of chest pain and had heart tested at hospital. Customer does not alleged insulin pump was under delivering. Customer reported high performance test was passed. The devices will not be returned for analysis.